Event description:
It was reported that the luer lock was deformed with a bd ext/red/1cq/mq/std/20cm¿. The following information was provided by the initial reporter, translated from japanese to english: when opened the package, the luer lock was deformed.

Manufacturer narrative:
H.6. Investigation: after confirming the actual product we received, the lure lock part shape defect was recognized according to the offer. As a result of sending back the actual product to our factory and examining it, this part was mixed with molding defects that occurred at the time of machine adjustment at the start of production, and there was an overlap of defects that could not be detected in 100% external inspection I estimated it to be a thing. We have been retrained on the isolation of molding defects that occur during machine adjustment at the start of production and visual inspection. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of luer lock collar breakage with lot #1810152c regarding item #385403-zat.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer lock was deformed with a bd ext/red/1cq/mq/std/20cm¿. The following information was provided by the initial reporter: when opened the package, the luer lock was deformed.